Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : female patient has c-stem pinnacle in place, index procedure was carried out on [date] at hospital. States she was drawing the curtains and stepped strangely and felt a clunk, and had felt different ever since. She said this occurred at the end of july [year], unsure of absolute date. Had been seen and x-ray done on [date] which demonstrated no issues. After advising of this incident she was sent for another x-ray on [date], which showed the liner had been compromised. I will attach images of the x-rays. The product was returned to j&j medtech orthopaedics for evaluation, additionally x-rays were provided for review. The x-ray investigation revealed that a disassociation event occurred between the acetabular liner and the cup. Additionally the visual inspection of the returned device found that the all anti-rotation device (ard) tabs of the pinn mar neut 32idx52od sheared off. The liner appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). There are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present if would be more centrally loaded. Furthermore the rim presents a small portion fractured. The fractured fragments were not returned for evaluation. Also scratches were identified at the surface of the liner most likely caused by the explantation process. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The overall complaint was confirmed as the observed condition of the pinn mar neut 32idx52od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient has c-stem pinnacle in place where the index procedure was carried out on (B)(6) 2019. Patient stated she was at hospital in july 2024 when she stepped strangely and felt a clunk, and had felt different ever since. Patient had been seen and x-ray done on (B)(6) 2024, which demonstrated no issues. After advising of this incident she was sent for another x-ray on (B)(6) 2024, which showed the liner had been compromised. The poly liner was fractured. Revision surgery occurred (B)(6) 2024